Manufacturer narrative:
We, the manufacturer of the device, and our us importer were unable to investigate further into the event of medwatch report #mw5081837 because there is no information identifying the patient, healthcare professional, or address of the laser treatment. There is no information regarding the patient's name, healthcare professional's name, or any relevant contact information. The report does not list a telephone number or email address to contact the patient or healthcare professional. Based on our investigation performed to identify the site of the event (relative to the name of dr. (B)(6) stated in the medwatch report #mw5081837) we determine that the treatments has been performed at (B)(6) where a deka smartxide2 (ref: (B)(4) s/n: (B)(4)) is installed. That said our us importer, (B)(4), attempted various time to contact the site but they where always unresponsive. Since we are unable to confirm / obtain additional information about this event, el.en. Can only rely on the relevant details listed in #mw5081837 to perform the evaluation. Anyway the device has been evaluated by cynosure's authorized service technician and found to be workin properly within specifications without the need of any service intervention on the device (device evaluated in date on (B)(6) 2018 - service report (B)(4)). The investigation carried out did not conclude that a design deficiency or device malfunctioning was responsible for causing the event. With the limited information per #mw5081837, we are unable to determine a conclusion for this event. Device working within specifications. No remedial action required in case of new information will be made available for this case a follow-up to this report will be submitted in a timely manner. This initial report is to be considered as final report, unless FDA has further questions.

Event description:
On (B)(6) 2018, el.en. Electronic engineering spa became aware of an adverse event, reported by us agent mr. (B)(6), that received a communication from the the FDA, concerning an adverse event happened to a patient recorded on the medwatch system with report #mw5081837. The patient reported to the FDA (medwatch report #mw5081837), on (B)(6) 2018, an adverse event happened to her, following a monalisa touch treatment performed in date (B)(6) 2018. The actual medical device involved in this event was not identified by the patient in the medwatch report mw5081837. Moreover there is no information identifying the patient, healthcare professional, or address of the laser treatment. There is no information regarding the patient's name, healthcare professional's name, or any relevant contact information. The report does not list a telephone number or email address to contact the patient or healthcare professional. Anyway the patient reports that several cultures were performed from dr. (B)(6) to roule her side effects and other possible disease. Based on the name of the physician stated in the mw5081837 we performed a research, coadiuvated by our us importer (B)(4)., and found the site where dr. (B)(6) operates: (B)(6). Based on the site we found the device that is there installed (by examination of the traceability records) which is a deka smartxide2 ref: (B)(4) ,serial number: (B)(4). The device deka smartxide2 is manufactured by el.en. Electronic engineering spa and marketed in the united states with 510(k) number k133895. The patient reported in the voluntary medwatch report #mw5081837 to have received the mlt treatment inside the vagina and began suffering of the following side effects: scar tissue, inflammation, urinary tract infection (uti), sensitivity and prone to vaginal infections. She also complaint to be unable to have intercourse with her husband which provocates a lot of mental stress. As stated before several cultures were performed by dr. (B)(6) in order to roule patient's side effects, without success. The patient has been treated, following the laser procedure, with rizatriptan, ibuprofen, macrobid, probiotic, vit. C, vit. D. We, the manufacturer of the device, requested the cooperation of our us importer (B)(4), for the investigation on this case. Cynosure was infrmed by the manufacturer in date (B)(6) 2018 and immediately started its investigation. (B)(4) also represents us distributor and service center for el.en. Electronic engineering spa medical devices. We, the manufacturer of device, became aware of the event on (B)(6) 2018 by email from the us agent and, according to 21 cfr part 803, submitted to FDA an own MDR report because the patient received medical attention following the laser procedure. The present report has to be considered also as response to the medwatch report #mw5081837 received by the manufacturer, through our us agent, in date (B)(6) 2018.